Event description:
It was reported that the device does not mesh properly. Event occurred during surgery. There was no reported patient harm, or delay, and another device was used to complete/finish the surgery. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cutter failed and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the device does not properly mesh the graft. The event occurred during surgery. No medical intervention/additional surgical procedure required. No harm/injury to the patient or operator. Another device was used to complete/finish the surgery. There was no extension or delay in the surgical procedure, and the surgical technique was utilized for the product. Diligence is in process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.